Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that representative stated doctor mentioned there were atrial fibrillation (af) episodes seen on the device that were not in remote monitoring network. Physician said some of the af episodes are true but did not conveyed which specific episodes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the artificial intelligence (ai) algorithm is still in use. Clinical data was reviewed. It was found that after a thorough and meticulous review of the 13 episodes from patient device, licensed annotations specialists had concluded that all episodes were correctly labeled and identified as false af and properly withheld by the ai from remote monitoring network. During evaluation using the ecgenie visualization platform, could clearly see distinct p-wave markings during sinus beats with an increase in premature ventricular contractions (pvcs) singles and couplets. The increase in ventricular ectopy results in the irregularity seen on the rate and lorenz plots. The most likely cause of the event is due to user confusion with the artificial intelligence(ai) algorithm. The investigation determined that the product tested in specification and/or performed as intended. There was no indication that the event was related to a possible manufacturing issue, therefore no device history record review was performed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.